Event description:
Dealer called in claiming that "the calf pad mounting assembly keeps breaking off the elevating leg rest. The l bracket is not holding up". No alleged injury.

Manufacturer narrative:
(B)(4) issued MFR. Report #1531186-2012-00585 indicating the invacare manufacturing site as invacare distributed products. The correct manufacturing site is invacare (b)(4. (B)(4) - no RMA has been initiated for this issue. Model patriot, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1088909 rev e (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the l bracket was replaced in (B)(4) 2011. The dealer called stating that the calf pad mounting assembly on the patriot manual wheelchair allegedly keeps breaking off the elevating leg rest (elr). The l bracket is allegedly not holding up. Quote (B)(4) has been issued for replacement of the elr's to a different style. No injury alleged.

Event description:
Dealer called in claiming that "the calf pad mounting assembly keeps breaking off the elevating leg rest. The l bracket is not holding up." No alleged injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model patriot, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1088909 rev e (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the l bracket was replaced in (B)(4) 2011. The dealer called stating that the calf pad mounting assembly on the patriot manual wheelchair allegedly keeps breaking off the elevating leg rest (elr). The l bracket is allegedly not holding up. Quote #(B)(4) has been issued for replacement of the elr's to a different style. No injury alleged.